Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v/power fail condition. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The service technician was unable to duplicate the finding. The power supply was replaced to address the finding. If a power failure of the ventilator occurs during use, an audible alarm will activate. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
(B)(4): power supply.